Event description:
The user facility reported that they had faulty packaging upon opening. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. G4: 510k: k130520. The actual device was returned for evaluation. Visual inspection of the actual device it was found that the support arm had been come off. No anomaly such as damage was found in other sections. Simulation test we have experienced that when a strong impact load was applied to the product, the support arm came off. The product in the unit box was fallen freely from a height of 1.5m. As a result, the coming off of support arm was not simulated. The product in the unit box was fallen freely from a height of 3.5m. It was found that the support arm was come off. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file no other similar report of the product with the involved product code/lot# was found. Manufacturing date: september 30, 2024. Cause of occurrence/conclusion based on the investigation result, it was found that the support arm had been come off. From the simulation test result, as a possible cause of occurrence, it was likely that during distribution or storage of the actual device, some strong impact load exceeding its limit strength was applied. However, from the condition of actual device, it was not possible to clarify exactly when the event occurred. Relevant IFU reference: "if the product is dropped during set-up, do not use it. Replace with another device." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).